Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device during a lightning storm. It was stated that pt "saw the lightning flack and instantaneously felt this pain at the ins pocket site" in (B)(6) 2011. It was stated the ins "still hurts to the touch." The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.